Event description:
Customer reported that they were using an infant star on a pt with a set peak inspiratory pressure of 16. The therapist left the area briefly and when they returned, the peak inspiratory pressure setting had changed to 60 on it's own. The mechanical pressure relief valve was set and relieving at 40cmh2o. The pt was removed from the device and x-rays confirmed that there was no apparent injury to the pt. The customer indicated that there were no alarms to indicate the setting change. During interviews with additional staff members at the facility, it was reported that this same type of malfunction may have occurred a month prior to this event, also with no pt injury. The facility could provide no other details on this previous malfunction. The facilities biomedical personnel could not duplicate the reported problem.